Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-37851.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the pump battery dropped from 80% to 5% while connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.